Event description:
Custom/prototype version of impact instrumentation's cclaw ventricular mounting clamp provided for eval of fit only to air ambulance company ((B)(4)). Clamp was not to be used while pts were treated however, it was to be used in such application. Clamp had broken prior to this incident (the moveable jaw portion of the clamp was missing when in use) and was incorrectly repaired by the end user (used w/o the jaw portion by attempting to keep the clamp from sliding down the pole by using surgical gauze). Ventricular was reported to have slid down the mounting pole and to have caused a minor/temporary injury to the pt being transported. It was reported that minor first-aid only was required to treat the pt. No further details regarding the injury were made available from the end-user

Manufacturer narrative:
The clamp was returned to impact, repaired (jaw was replaced and the knob threads were reworked to prevent the jaw from being forced off the clamp in order to prevent reoccurrence) and returned to the user along with notice regarding its prototype status. Clamp was clearly labelled: "prototype: not for use with human pts."